Event description:
The complainant alleged that the device would not power up. The complainant did not indicate that there was any patient involvement with this reported malfunction. Repeated attempts to acquire information as to pt involvement have gone unanswered.